Event description:
It was reported from a (B) (6) processing center that it was not possible to proceed past the standard procedure at the stage when dmso is added to the freezer bag because of an apparent blockage. An alternate route was used to add dmso to the set.

Manufacturer narrative:
L/n 0853061 - manufactured 4/10/2008, expires 04/10/2011.l/n 0853068 - manufactured 4/17/2008, expires 04/17/2011.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report. (B)(4).

Event description:
Needle on endo stitch kept falling off. Changed products. Had no other problems.